Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by end user that he observed intermittent bleeding from his stoma. He further reported he feels that when he moves around or is active the plastic piece that creates the convexity in the wafer is coming in contact with his stoma and causing the bleeding. The end user started cutting the opening slightly larger to see if this would help resolve this bleeding but it did not. He indicated his wife made a support piece with an opening in it to support his abdominal and parastomal hernia. The end user¿s son observed what appeared to be a nick on the stoma. The end user reported he did go to the emergency room because he was having bleeding from his stoma; however, the bleeding resolved by the time he was evaluated without intervention. Additionally, he saw his urologist, but the urologist was unsure of what was causing the intermittent bleeding. Patient outcome reported by the end user was that there was no bleeding noted at this time. No pictures were available.